Event description:
It was reported that the ilet paired with a dexcom g7 experienced intermittent communication resulting in signal loss to the ilet, as indicated by a sensor reconnecting alert; the alert was expected to self-resolve within a short period and no user action was required. Symptoms included no reported clinical effects. Outcomes included no impact on health and no need for medical intervention. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed normal behavior consistent with transient cgm-to-ilet communication interruption that self-resolves. It was concluded that the device functioned as designed with no device malfunction identified.